Manufacturer narrative:
Investigation summary: customer repeat testing and new collection testing produced a negative sars result. Customer data was reviewed and analysis did not conclude a product performance issue. Analysis revealed a higher fam signal attributed to post-run analysis of the data. Quidel provided modified programing for the third-party equipment to mitigate the issue moving forward. The issue could also be caused by the sample being near the lod of the assay and/or the quality of the sample collection. Root cause unable to determine; most likely quality of sample collection. Source: phone.

Event description:
Customer reporting 1 false positive sars results (unknown symptomatic status). Rerun of a new collected sample on the same assay produced a negative result. Customer communicated the result was also confirmed negative by rapid antigen test. The customer completed internal investigation to rule-out environmental contamination sources and did not find contamination occurred during testing.